Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the devices subsequently dislodged, malfunctioned and/or failed causing injuries to the patient and requiring their surgical removal and replacement on or about (B)(6) 2014.